Manufacturer narrative:
A medtronic representative reported that she spoke with the surgeon via phone and he asked her to be there for his next case to ensure navigation was accurate. When setting up the instrumentation, she noticed that the nurse had pulled 3rd party manufacturer - izi spheres, when they had used medtronic spheres in previous cases that she had covered. The rep had them switch all of the spheres to medtronic and the navigation was perfect and the surgeon was happy with the case. The surgeon mentioned that this could have been one of the reasons for navigation issues in addition to the frame getting bumped during the reported incident.

Manufacturer narrative:
On 02/09/2017 a medtronic representative, following-up at the site, reported the surgeon bumped the frame which caused inaccuracy. They did re spin and the surgeon brought in a c-arm to verify accuracy. Navigation was accurate, however, the surgeon did not "trust" it. Two medtronic representatives completed system check-outs to test the imaging system with the navigation system and instruments. Everything was accurate. Systems performed as intended. Recommendation made for further training in proper navigation protocol. On 02/10/2017 a medtronic representative, further following-up, reported there were no unused spins and when speaking to the surgeon, the surgeon stated the it was off laterally by 2-3 millimeters. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged inaccuracies occurred. No specific measurement, or direction, of the alleged inaccuracy was provided. No further details regarding this issue, or specifically when it occurred, were provided. Use of the imaging system was discontinued. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than 10 minutes. There was no impact on patient outcome.